Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The stent damage and difficult to position with the guiding catheter were confirmed. The difficult to remove the stent delivery system (sds) could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the difficult to position with the guiding catheter; however the needle to stent damage and difficulty removing the device appear to be related to circumstances of the procedure. It should be noted the xience pro x everolimus eluting coronary stent system instructions for use (IFU) states: should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. In this case, the violation of the IFU does not appear to have caused or contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report, additional reported information indicates that the stent delivery system was a 2.5x28 mm xience pro, not a 2.5x23 rx xience pro as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during the procedure to treat an unspecified vessel, while advancing a 2.5x23 rx xience pro x drug-eluting stent delivery system (sds), the sds was difficult to advance through an unspecified 6fr guiding catheter and did not enter patient vasculature. The sds was withdrawn from the guiding catheter against resistance and two stent struts were noted to be flared. Another same size xience pro x was easily advanced through the same guiding catheter and completed the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.